Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels due to the basal rate. Customer provided bg level of 38 mg/dl. Reportedly, customer's parent provided food and juice to customer to treat bg. Customer consulted with healthcare provider and adjusted basal rate to resolve issue.